Event description:
The laser system showed the error message: "mps no end of charge".

Manufacturer narrative:
The compact power supply did not work. This power supply was replaced and the laser restart to work. We are unaware about delay on treatment or pt injury.